Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the wash cup, mixer r1, which resolved the issue. No injury or harm to the user was reported. Return testing was not completed as returns were not available. The instrument service history review for ac01201 revealed no additional service tickets associated with visible smoke. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of tracking and trending for the wash cup, mixer r1 did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial ac01201 or the wash cup, mixer r1 were identified.

Event description:
The customer reported visible smoke seen coming from the alinity c processing module when it generated error code 5016 (error during mixer 1 horizontal motion). The customer turned off the instrument and indicated the smoke was coming from the wash cup mixer 1 sensor. The part was replaced which resolved the issue. No injuries or harm to the user was reported. No impact to patient management was reported.

Event description:
The customer reported visible smoke seen coming from the alinity c processing module when it generated error code 5016 (error during mixer 1 horizontal motion). The customer turned off the instrument and indicated the smoke was coming from the wash cup mixer 1 sensor. The part was replaced which resolved the issue. No injuries or harm to the user was reported. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.